Manufacturer narrative:
This event was reported in a conservative manner due to the delay in procedure; however, there was no perceived issue with the device according to the physician's feedback. Device available but not yet received.

Event description:
A pvs23 was implanted, but it did not expand fully upon deployment. The surgeon did not balloon the valve; however, the physician was experienced with perceval and he judged that the valve would not expand all the way. The valve was explanted and replaced with a surgical valve. The case was performed concomitantly with a mitral valve repair, due to mitral annulus calcification (mac) in which the p1 and a1 areas severely calcified. The physician thought that the mitral repair may have been the reason that the second valve did not expand all the way, but was not sure. He reported that nothing was wrong with the valve.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4), and nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The returned prosthesis valve was received with the pericardium thinned, almost transparent and stiffened, possibly due to dehydration.

Event description:
An attempt was made to collapse a perceval pvs23. It was reported that the valve was difficult to collapse (it was difficult to collapse the valve enough to advance the sheath over the stent. Once collapsed, the guiding sutures were too far under the tip of the valve holder); however, a new collapser was used and the valve then collapsed well. The valve was then implanted; however, once deployed in the body, it did not expand fully. The surgeon did not balloon the valve; however, he was experienced with implanting perceval and his judgement was that the valve would not expand all the way. The valve was explanted and replaced with a surgical valve. The case was performed concomitantly with a mitral valve repair, due to mitral annulus calcification (mac) in which the p1 and a1 areas severely calcified. The physician thought that the mitral repair may have been the reason that the second valve did not expand all the way, but was not sure. He reported that nothing was wrong with the valve. The total delay in procedure for the collapsing and deployment issue was 30 minutes. The patient outcome was good.

Manufacturer narrative:
Correction: b5 was updated to reflect information about the collapsing difficulty that was inadvertently omitted in the first report. Visual inspection of the returned device confirmed the absence of manufacturing deficits. A collapsing simulation was performed with the returned valve and collapser. No problems were encountered during the capturing of the inflow or outflow sides of the valve. However, some elements of the stent were found to be overlapped in the plastic tube of the holder. It is not possible to determine whether the overlapping is the result of a pre-existing defect, or related to deformation occurring during the explant procedure. It should be noted that the perceval IFU warns that the stent should be observed prior to implant to ensure that none of the elements are overlapping. Nevertheless, the valve was successfully collapsed without reproducing the reported collapsing issue. Due to the dehydrated state of the returned valve, the device cannot be considered to be representative of its pre-implant condition. Therefore, no further investigation was performed since the results of any deployment testing or leak testing cannot be considered valid. Based on the performed analyses, the collapsing difficulty cannot be explained by any factor intrinsic to the returned valve or collapser, as the reported event could not be replicated. The collapsing difficulty can therefore be attributed to user error, as the devices have been excluded as possible contributing factors. Regarding the subsequent deployment problem, although the valve deployment could not be simulated due to the condition of the valve, review of the device history record confirmed the absence of manufacturing deficiencies. Furthermore, the physician reported that he did not believe there was a problem with the valve, and that the event may have been attributable to the patient's condition of mitral annulus calcification and the subsequent repair. Given that no problems were identified with the device, the event is reasonably attributed to patient factors.

Manufacturer narrative:
Correction b5: updated event information to include replacement device.

Event description:
An attempt was made to collapse a perceval pvs23. It was reported that the valve was difficult to collapse (it was difficult to collapse the valve enough to advance the sheath over the stent. Once collapsed, the guiding sutures were too far under the tip of the valve holder); however, a new collapser was used and the valve then collapsed well. The valve was then implanted; however, once deployed in the body, it did not expand fully. The surgeon did not balloon the valve; however, he was experienced with implanting perceval and his judgement was that the valve would not expand all the way. The valve was explanted and replaced with a magna ease 23 mm valve supra-annularly. The case was performed concomitantly with a mitral valve repair, due to mitral annulus calcification (mac) in which the p1 and a1 areas severely calcified. The physician thought that the mitral repair may have been the reason that the second valve did not expand all the way, but was not sure. He reported that nothing was wrong with the valve. The total delay in procedure for the collapsing and deployment issue was 30 minutes. The patient outcome was good.